Manufacturer narrative:
As reported the nozzle was not wiped properly after inserting the plunger and the end blocked. Additional force would have likely been applied to the plunger during the difficulty to deploy when the spray tip blocked. This may have contributed to the bent plungers and cracked ampules. However, without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The precaution section of IFU states, "during preparation and between sprays, wipe the applicator tip with clean, sterile gauze to remove any residual liquid that may have been expressed. Avoid mixing of components: do not wipe from one cartridge opening across to the other ¿ wipe each opening separately." This MDR represents the progel platinum (device #2). Additional MDR was submitted to represent the progel platinum (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, after the scrub nurse prepped the progel platinum (device #1 and device #2), it was extremely difficult to extrude the product, and the tip was not spraying. It was reported that the plunger was bent on both products, and the ampules cracked when the plunger finally moved. It was further reported that the nursing staff did not wipe the nozzle properly after inserting the plunger and ended blocking the end. The issue presented before use and there was no patient injury.

Manufacturer narrative:
As reported the nozzle was not wiped properly after inserting the plunger and the end blocked. Additional force would have likely been applied to the plunger during the difficulty to deploy when the spray tip blocked. This may have contributed to the bent plungers and cracked ampules. However, without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The precaution section of IFU states, "during preparation and between sprays, wipe the applicator tip with clean, sterile gauze to remove any residual liquid that may have been expressed. Avoid mixing of components: do not wipe from one cartridge opening across to the other ¿ wipe each opening separately." Addendum: h11: this supplemental MDR is submitted to correct medical device manufacturer and unique identifier (UDI). This supplemental MDR represents the progel platinum (device #2). Additional supplemental MDR was submitted to represent the progel platinum (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, after the scrub nurse prepped the progel platinum (device #1 and device #2), it was extremely difficult to extrude the product, and the tip was not spraying. It was reported that the plunger was bent on both products, and the ampules cracked when the plunger finally moved. It was further reported that the nursing staff did not wipe the nozzle properly after inserting the plunger and ended blocking the end. The issue presented before use and there was no patient injury.